Manufacturer narrative:
No defect or malfunctin of the sheath was reported. The uf medwatch report was received from FDA on 12/13/2007. The user facility did not report this event to the manufacturer. The failure investigation is limited by the fact that the involved device is not available for evaluation, and the lot number is not known. Reportedly, the introducer sheath was placed in the brachial artery and would not have been possible to reach to the external iliac artery where the extravasation was noted. In addition, the additional information sheet attached to the medwatch report states, "there is extraluminal contrast seen in the left hemi-pelvis. This is in closet proximity to the left iliac arterial system where metallic stents are seen. Rupture should be primarily considered." Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that there was any relation to a defect or malfunction of the introducer sheath device. As due diligence, random reserve samples were evaluated and confirmed no evidence of any product defect. A review of complaint files confirmed that there are no previous reports relating to this type of event. All available information has been placed on file in quality assurance for tracking, trending, and follow up.